Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints was unable to confirmed due to unavailability of relevant medical record/imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately 1 year and 10 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis '' in additional, ''per medical opinion, it was thought that the valve failed early, and the reason was the patient is on dialysis.'' Patients with chronic kidney disease will go through dialysis as treatment. It is well known that patients with chronic renal disease is predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as such, available information suggests patient factors (chronic kidney disease) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 year and 10 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis. A valve in valve was performed with a 23 mm sapien 3 ultra resilia. Per medical opinion, it was thought that the valve failed early, and the reason was the patient is on dialysis.